Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump alarmed compromised force sensor system alarm. The customer was able to clear and rewind the pump. The customer blood glucose level was over 600 mg/dl. Customer treated with insulin pump. Advice customer refer to back-up plan, per health care professional instructions. Customer decline troubleshooting for high blood glucose. The product will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). Unable to confirm compromised forced sensor system alarm due to motor error alarm. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.